Event description:
A report was received that the patient would be explanted as the patient had developed a methicillin-resistant staphylococcus aureus (mrsa) infection at the lead site and the lead was poking out on the skin. The patient was experiencing redness, swelling, and fever. The physician believes that the infection is procedure related. The physician explanted the patient and prescribed oral antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#:(B)(4) model description:precision implantable pulse generator (ipg) model#:sc-2366-70 serial#:(B)(4) model description:linear 3-6 lead 70cm model#:sc-3138-35 serial#:(B)(4) model description:phase iii lead extension - 35 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.